Event description:
It was reported that, per pump logs, a motor stall occurred on 2014-(B)(6) at 1:26. A tube set message later occurred. The motor stall did not recover. The patient experienced abdominal pain, nausea, diarrhea and increased pain. The cause of the stall was unknown, as the patient did not have any diagnostics. It was unknown to the reporter if the patient heard the alarm. On 2014-(B)(6), the healthcare provider (hcp) attempted to deliver a bolus. Two days later, the pump was successfully replaced. The hcp was able to aspirate 2-3ml of cerebrospinal fluid (csf) freely. As of 2014-(B)(6), the patient was receiving effective therapy. The device system was used to deliver dilaudid.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication, and a stall due to shaft bearing.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.